Manufacturer narrative:
Investigation summary: DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided a sample for catalog 300296 lot 1812183 to investigate for this record. Visual inspection of the returned sample presented the barrel broken. As a result, bd was able to verify the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of any imperceptible damage in the barrel due to use or some strong condition during handling or use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that before use of the syringe s2 20ml the syringe was cracked at the bottom. Foreign complaint the following information was provided by the initial reporter, translated from french to english: syringe cracked at the bottom, removed immediately. Check on other syringes: no issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe s2 20ml the syringe was cracked at the bottom. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: syringe cracked at the bottom, removed immediately. Check on other syringes: no issue.